Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - complaint not confirmed. Repairs could not duplicate slippage. The clamp does have some slight movement in the lock, but when the clamp is properly positioned and put under pressure, it did not move. The clamp is 9 years old and has no service history. Since the clamp was involved in a slippage with a patient injury, it will be sent to quality engineering for further investigation. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. The clamp does have some slight movement in the lock, but when the clamp is properly positioned and put under pressure, it did not move. The clamp is 9 years old and has no service history. Probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped during "c2-6 laminectomy and instrumentation" surgery. As a result, the mayfield pin made a laceration on the patient's right side when the doctor was pulling. Staples were used to close the laceration, and there was a 10 minute delay to the start of the case. The patient was transferred to pacu post op.